Event description:
It was reported that the customer experienced high blood glucose. It was stated that the customer received a no delivery alarm the morning of the call, he changed the infusion set and insulin and checked the settings but glucose levels were still running high. Blood glucose value at the time was 600 mg/dl; current reading is 420 mg/dl. Customer experienced thirst. He treated with 20 units of manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and the reservoir had very small ones. Insulin did exit the tubing with manual prime. Customer declined to troubleshoot for no delivery. Customer's wife stated he will try a different infusion set type. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.